Event description:
It is reported that a customer found air bubbles in the reservoir compartment of their insulin pump. The customer's blood glucose level was not recorded. The customer was sent out a new reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.